Event description:
On (B) (6) 2010, pt reported she noticed on (B) (6) 2010 that the "pump is on but is not pumping or doing anything." She states her blood glucose was higher than normal on (B) (6) 2010 which had led her to believe the infusion device is not delivering insulin. Pt reported she changed the infusion set and batteries yesterday but the issue still persists. She stated when she disconnected the tubing from her site and primed the tubing she did see insulin emerge from the tubing. Pt's blood glucose readings range from 200-480 mg/dl on (B) (6) 2010; pt took a correction bolus with each reading. Pt reported her reading this morning was 68 mg/dl, which she states is too low. Pt's normal blood glucose range is 100-200 mg/dl. Reviewed her bolus history and her current basal rates; no discrepancies were found. Pt uses a competitor's infusion set. Pt reported she noticed a large air bubble in the cartridge when asked and stated it was located at the top of the cartridge near the adapter; was able to successfully prime the air bubble out of the cartridge and tubing. Had her disconnect the tubing from the site and prime the infusion set; the air bubble was still in the tubing. Had her attempt to prime the infusion set again and the air bubble was cleared from both the cartridge and the tubing. Had her program a bolus of 3 units; insulin emerged successfully. On call back on (B) (6) 2010, pt reported her blood glucose has returned within her normal range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.